Event description:
While using the thunderbeat, the device failed. It stopped performing its function. An error message appeared on the screen: "replace handpiece." After replacing the handpiece, we noticed the tips on the original handpiece appeared to be damaged. We placed a broken tag on the handpiece and placed it in the bio hazard container in the decontamination room.